Event description:
The patient was on the way to the o.r. For a trach procedure. In the elevator, the disposable manual resuscitator became increasingly hard to use. The respiratory therapist checked for an obstruction; found none. The resusitator "almost completely locked down" while the patient was in the elevator. An anesthesiologist and a certified regeistered nurse anesthetist were waiting in the o.r.; they extubated and then reintubated the patient. The certified registered nurse anesthetist stated that the endotracheal tube prior to reintubation was clear and had no obstruction. Or personnel were of the opinion that the exhalation valve of the resuscitator could have been hardened secretions in the bag itself. The intensive care unit nurse saw no visible defect in the resucitator bag, but it was not kept and was not put on a "test lung" to check the exhalation passageway.